Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a scs system explant procedure and was doing well postoperatively. No further information has been obtained.